Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to thrombocytopenia with associated epistaxis and a gastrointestinal (gi) bleed. Hemostatic clips were used to treat the gi bleed. A bone marrow biopsy was performed and the results were unremarkable. No specific tests were performed for epistaxis, as it was mild and resolved spontaneously.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported thrombocytopenia with associated epistaxis and gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. Bleeding and thrombus are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. This section also outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.